Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a track broken on drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 track was broken. A field service engineer (fse) found auxiliary full height drawer 4 open and unable to close due to the bearing cage obstructing closure. The fse accessed the back of the auxiliary unit for inspection, powered down pyxis, and removed the full height drawer. Both slide rails were found broken and were replaced with new ones. Additionally, the retractor band¿s plastic hinge was damaged and was also replaced. After reinstalling the drawer, the fse powered pyxis back on and allowed it to fully boot into the application to accommodate rn access. The escort then logged in and successfully recovered the failed drawer. As a final step, the escort conducted a full medication inventory in the drawer as a test. The system functioned as intended after the field service engineer repaired the device.